Manufacturer narrative:
The device evaluation has been completed and section h codes have been updated.

Event description:
The customer reported that an ambulance equipped with a power-pro tl cot was in a collision; the impact caused the patient to slide up the cot, and their legs flung upward. Based on this scenario, it is likely the restraints did not adequately prevent the patient's legs from moving. There were no reported adverse consequences to the patient.

Event description:
The customer reported that an ambulance equipped with a power-pro tl cot was in a collision; the impact caused the patient to slide up the cot, and their legs flung upward. Based on this scenario, it is likely the restraints did not adequately prevent the patient's legs from moving. There were no reported adverse consequences to the patient.